Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported the system had a communication failed error and had to be reboot. There was no patient injury or death reported.